Event description:
Same case as 2134265-2013-03769. Same patient as 2134265-2013-03909. (B)(4). It was reported that post stenting procedure, myocardial infarction occurred. In (B)(6) 2011, the patient presented with substernal chest pain and was diagnosed with st elevation. Coronary angiography was performed which revealed the target lesion. The lesion was located at the 100% stenosed chronic total occlusion proximal right coronary artery prior to the previously deployed 2.25x28mm taxus stent which was 7mm long with a reference vessel diameter of 2.5mm suggestive of acute in-stent thrombus. The right coronary artery was then crossed with a wire and aspiration thrombectomy was performed using non-bsc devices. Following the procedure, significant residual edge stenosis was noted which was possibly due to little edge dissection on the stent. The lesion was treated with direct stent placement using a 2.5x12mm taxus liberte paclitaxel-eluting coronary stent system with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain radiating to the left arm and jaw. EKG was done which showed minimal st lateral elevation with left anterior fascicular block suggestive of acute infarct. Troponin level was elevated and the patient was diagnosed with non-q wave myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography was performed which revealed 70% proximal stenosis in the left anterior descending artery, 30% mid stenosis; 95% proximal stenosis in the 1st diagonal, 75% mid stenosis in 2nd diagonal, 75% mid stenosis in the left circumflex and mild in-stent restenosis of the stents in proximal right coronary artery; 95% mid stenosis. As of the time of the event, the patient is taking aspirin and clopidogrel. The patient was then referred for coronary artery bypass graft(CABG). Three days later, coronary artery bypass graft was performed in the left internal mammary artery to the left anterior descending artery, saphenous vein graft sequentially from left posterior descending artery to acute marginal and saphenous vein graft to diagonal. The event was considered resolved without residual effects. The patient was discharged four days post coronary artery bypass graft on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).